Event description:
In 2008, the patient reported that he pulled the insulin cartridge from his backup infusion device and the plunger became stuck to the piston rod. This caused a small amount of insulin to spill into the cartridge compartment of the infusion device. He was educated on the proper technique for removing the insulin cartridge from the infusion device. He was instructed how to remove the plunger from the piston rod. He stated he would switch back to his primary infusion device, and allow the backup infusion device to air dry before storing. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.